Event description:
It was reported that during an unk procedure, the device misfired. There is no further info available. Another same like device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
Eval summary: the analysis results showed that one instrument was returned with a reload cartridge and the right wedge band not present at its slot. The returned cartridge was noted to have a wedge band bypass; the left side was noted to be ? Partially fired and the right side unfired. Upon further inspection of the instrument, the right wedge band was noted to be severely bent and therefore, no functional test could be performed. The instrument was disassembled to examine the condition of the internal components and the right wedge band was noted to be curled up and completely deformed and the left wedge was noted to be bent inwards; no other anomalies were noted.